Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was nearly passing out. The cgm reading was 84 mg/dl and at that point there was no bg taken. The patient´s child called the ambulance, and the patient was taken to the hospital. When they reached the hospital, the nurse took a bg reading which was 64 mg/dl and the patient was passing out. The patient was diagnosed with hypoglycemia due to insulin overdose with presyncope. The insulin dosage was reduced. The patient was treated with water sugar. She stayed at the emergency room (ER) for about 5 hours for monitoring before she was discharged. At the time of the report the patient was stable and fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.